Event description:
During a stone extraction procedure the physician used a wilson-cook memory eight wire basket. Following lithotripsy the basket was introduced into the bile duct. Fragmented stones were captured and as the basket was withdrawn, detachment of the basked occurred. Fluoroscopy revealed the basket occurred. Fluoroscopy revealed the basket remained in the bile duct. A snare was used to remove the basket. An injury to the pt was not reported.